Event description:
It was reported that the atrial lead exhibited loss of capture and sensing anomaly. The lead was capped and replaced during a routine device changeout. The patients condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.